Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had no image on provation side during a case; unable to capture image. The issue occurred in the middle of a therapeutic or diagnostic procedure. There were no reports of patient injury or medical intervention associated with this event.